Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a pt the peep (positive end expiratory pressure) was set to 10 cmh2o and the pt peep reading was 15 cmh2o. (B)(4).